Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.